Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged because the keypad did not work. The customer's blood glucose was 14.6 mmol/l. The screen was not did anything if they press a button and they need to try multiple times with great effort to had actions done with the buttons. The time was moved. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch .no button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. (B)(4).